Event description:
It was reported that the patient was experiencing discomfort due to ipg placement. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2218-50 serial:(B)(6). Batch: (B)(6).